Manufacturer narrative:
The conclusions are as follows: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a software issue, and it will be corrected with the next smartview version. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Interrogation during the implant procedure of an alizea dr with a smarttouch tablet running 3.16. Application froze during typing the lead name intormation. I had to remove the tablets battery and interrogated again with another tablet running 3.14. See attached video.

Event description:
Interrogation during the implant prozedure of an alizea dr with a smarttouch tablet running 3.16. Application froze during typing the lead name intormation. I had to remove the tablets battery and interrogated again with another tablet running 3.14. See attached video.